Manufacturer narrative:
The 5 x 12/142p pk .014 palmaz blue peripheral stent deliver system (sds) on aviator plus was removed from the packaging and found that the stent had been shifted. There was no reported patient injury. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. A 6f non-cordis sheath and a unknown guidewire were used. A 8f non -cordis guide catheter was used prior to inserting the sds in the catheter. The balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was an adequate continuous flush maintained through all devices. The guide catheter was not repositioned by advancing or withdrawing over the stent. The product was returned for analysis. A non-sterile unit of a palmaz blue/aviator/plus 5x12/142p sds was received for analysis coiled inside a plastic bag. Per visual analysis, the stent was observed mounted on the balloon but moved from its intended position; the stent wasn¿t aligned between the marker bands, it was moved slightly towards the distal tip of the unit. However, the balloon was observed partially inflated on the proximal side of the balloon. No other anomalies were observed. Per microscopic analysis, stent marks could be observed on the balloon¿s surface near to the proximal marker band, the intended/original position of the stent. Also, the stent was observed slightly loose on the balloon. Per functional analysis a balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. The balloon was inflated as expected and the stent was deployed successfully; no anomalies were observed on the stent. A product history record (phr) review of lot 82192299 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - offset/out of position - during prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the balloon moved slightly towards the distal tip and the proximal balloon partly inflated noted during analysis. However, stent marks were observed in the intended original position of the stent indicating correct positioning in the manufacturing process. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The 5 x 12 .014 palmaz blue peripheral stent delivery system (sds) on aviator plus was removed from the packaging and found that the stent had been shifted. There was no reported patient injury. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to instructions for use (IFU) guidelines. A 6f non-cordis sheath and an unknown guidewire were used. An 8f non-cordis guiding catheter was used prior to inserting the sds in the catheter. The balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was an adequate continuous flush maintained through all devices. The guiding catheter was not repositioned by advancing or withdrawing over the stent. The device was not returned for analysis. A product history record (phr) review of lot 82192299 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent offset/out of position - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked as this may result in shaft breakage. Instead, prepare a new stent system. Prior to use, the product should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 82192299 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5 x 12/142p pk .014 palmaz blue peripheral stent deliver system (sds) on aviator plus was removed from the packaging and found that the stent has been shifted. There was no reported patient injury.the stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. A 6f non-cordis sheath was used. Unknown guidewire was used. A 8f non -cordis guide catheter was used prior to inserting the sds in the catheter. The balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was adequate continuous flush maintained through all devices. The guide catheter was not repositioned by advancing or withdrawing over the stent. The device was not returned for analysis.